Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column during prep was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and returned device analysis, the cause of the reported loss of fluid column was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During device preparation of a steerable guide catheter (sgc), a loss of fluid column was observed from the hemostatic valve while inserting the dilator. A gap of air was noted due to the loss of fluid column. Several attempts were made re-flush the sgc, however the hemostatic valve continually showed loss of fluid column when the dilator was inserted. The sgc was replaced to complete the procedure. There was no clinically significant delay.